Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 484 mg/dl. Customer¿s other blood glucose value: 101 mg/dl. The customer experienced symptoms such as throwing up. The customer was in ICU overnight. The customer was wearing the insulin pump within 48 hours of reported high bg event. Customer had insulin pump removed when she was in the emergency room. The customer declined troubleshooting for high blood glucose values and stated that the insulin pump was working fine. The device is not expected to be returned for analysis.